Manufacturer narrative:
A customer contacted siemens customer care center (ccc) and reported that they obtained discordant results for multiple assays on the advia 2400 instrument. The customer indicated that they suspected that the lamp malfunctioned and replaced it. Using siemens remote services (srs) connection on the instrument, siemens remotely detected small spikes, near the final read points, in some reaction curves. On the next day, siemens followed up with the customer and the customer reported that the cuvette wash solution bottle was nearly empty. The customer also reported that there is a possibility that the straw was not fully in the bottle at the time of the event, causing air to be pulled into the cuvette wash line. This would cause drips into the reaction cuvette, before the read point, and contribute to the small spikes that siemens detected in the reaction curves. These factors potentially contributed to the discordant results. The customer also indicated that they did not observe the wash station dripping at the time of the event. After the customer replaced the lamp and refilled the cuvette wash bottle, the instrument performed according to specifications. The cause of the event is unknown. No further evaluation of this instrument is required.

Event description:
A discordant, falsely low creatinine, concentrated (cre_2c) result was obtained on a patient sample on the advia 2400 instrument. Additionally, discordant, falsely low glucose oxidase, concentrated (gluo_c) results were obtained on two other patient samples on the same instrument. These initial results were reported to the physician(s). The same samples were rerun on an alternate advia 2400 instrument, resulting higher. The repeat results for sample (B)(6) and sample (B)(6) were provided, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cre_2c and gluo_c results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00137 on 30-mar-2018. Additional information (09-apr-2018): siemens further investigated the event and concluded that the issue was related to inadequate washing of the reaction tray (rrv) cuvettes due to the depletion of the cuvette wash on the instrument. Siemens determined that the cuvette wash was not used to sufficiently clean the rrv cuvettes and air was also aspirated into the cuvette wash lines. These two factors potentially caused dripping and carryover in the rrv cuvettes and potentially contributed to the discordant, falsely low results. The instrument is performing according to specifications. No further evaluation of this device is required.